Manufacturer narrative:
Steris has made multiple attempts to follow-up with the user facility personnel on the repair options however, the user facility has not responded. No additional issues have been reported.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the table and found that the spring latches were bent. This prevented the seat section of the table to properly lock. The steris service technician has ordered the parts required to repair the table. A follow-up MDR will be filed upon repair. The cmax surgical table operator manual states the following (3-3), "note: the cmax surgical table is equipped with hi-lock¿ locking mechanism enabling quick and easy removal/installation of the leg section with a safety lock feature. Insert both leg section installation rods into seat frame until fully engaged. Listen for "click" sound to indicate correct installation (see figure 3-8). Note: the leg section should slide easily into the back frame (seat section). Do not force. Pull leg section (both sides) to ensure correct installation. Also, press leg up and leg down hand control buttons and verify lcd display reads a changing angle value to ensure leg section has been installed properly." The table was manufactured in 2008 and is not under steris service agreement. The steris account manager performed in-service training with the user facility on how to install and verify that the table leg section is locked properly. No additional issues have been reported.

Event description:
The user facility reported during a patient procedure the leg section disconnected from the seat of their cmax surgical table resulting in a procedure delay. The patient was transferred to another table and the procedure was completed successfully. There were no injuries associated with the reported event.